Manufacturer narrative:
On september 17, 2021, mentor became aware that the previously submitted report contained an erroneous date of event. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4). Section b3. Date of event corrected.

Manufacturer narrative:
On (B)(6) 2021, this complaint has been identified as a duplicate of manufacturer report number 1645337-2021-04814. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this manufacturer report number. Upon confirmation of duplicate status, mentor became aware of an updated date of event. In addition, the patient's previously unspecified symptoms were clarified. The patient experienced increased heart rate, heart palpitations, achy joints and muscles, hair loss, loss of appetite, vertigo, vision decline, infertility, loss of menstrual cycle, nerve pain in hands and feet, fatigue, brain fog, memory loss, light sensitivity, recurring urinary tract infection, kidney stones, ringing in ears, decreased libido, shortness of breath, swollen lymph nodes, breast masses and dizziness relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 250cc mentor smooth round moderate profile saline breast prostheses and experienced unspecified generalized illness symptoms post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.